Manufacturer narrative:
Concomitant medical devices: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0527104v, implanted: (B)(4) 2005, product type: lead. Product ID: 3889-28, lot# j0527303v, implanted: (B)(6) 2005, product type: lead. Product ID: 3889-28, lot# j0527303v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported that two years after getting the device, she had fallen, a lead became loose, and she had it fixed. The patient made an appointment to have the device checked. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.